Event description:
It was reported that there were asystole episodes and brady episodes recorded that all looked like undersensing, and a high number of atrial tachycardia episodes. It was also reported that noise was seen in real-time when the patient was breathing heavy or had movement. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.